Event description:
It is reported that during surgery in 2008, the surgeon requested this implant. Upon opening the box, the surgical staff and zimmer rep noticed the inside sterile package was broken even though the outside box seemed in good condition.

Manufacturer narrative:
Evaluation: device history records indicate device manufactured to specification. As returned, both the inner and outer cavities show damage at the distal end of the stem, which appears to be transit related damage. The manufacturing records were reviewed and found conforming. The part was manufacturing in 8/2000. The device packaging was modified to package the device within two foam envelopes and to have both ends covered. A current copy of the packaging set-up sheet instructions is included in the packet.